Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus. The event can be detected, prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope screen is blacking out and showed no image during preparation for use. There were no reports of patient harm or impact associated with the reported event. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the device passed the dunk test, and no abnormalities were found during the evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.